Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not turn on and the ready-for-use indicator (rfu) displays a red x and emits a regular beep. There was no reported patient involvement.